Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned as it was discarded. Per the instructions for use of the intrathecal catheter, catheter migration is a possible risk of use of the intrathecal catheter. Cs stated that the cause of the migration is unknown. Internal complaint number: (B)(4).

Event description:
Patient tracking specialist & outreach services contacted technical solutions via email to report a catheter revision that was reported by clinical specialist (cs). Cs reported that the revision occurred due to the catheter migrating out of the intrathecal space and that the catheter was disposed of at the facility.